Event description:
Pulmonetic systems, inc. Received a call from a facility. Facility called to report the following problem: shut down with no audible alarm. Customer stated the unit showed internal battery in use for a few seconds then shut off.